Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a restenosis. Reportedly, the armada 35 pta balloon catheter was inflated to 22 atmospheres two times; however, during second inflation, the balloon ruptured. The first inflation was to 22 atmospheres for 180 seconds, second inflation was 60 seconds. There was no resistance during advancement or retraction of the device. The lesion was successfully treated with a rotor blader. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.